Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 403-404 mg/dl with high ketone levels; cause was due to multiple occlusion alarms. Customer administered a manual injection as an attempt to address bg level; however, customer's bg level remained high. Reportedly, customer experienced a burnt throat from excessive vomiting. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids; actrapid insulin was administered. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, or the insulin in use at the time of event. The customer reverted to an alternate method of insulin therapy.